Event description:
The talar component has subsided. The original implant surgery was in (B)(6) 2007. The pt had experienced pain upon walking. Xrays revealed that heterotopic bone was impinging on the implant (specifically the gutters) causing pain.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.